Event description:
Brush head popped off while brushing [device breakage] no adverse event [no adverse event]. Case description: a female consumer reported that when her husband was using an oral-b rechargeable toothbrush, version unk the oral-b brushhead, version unk pops off the handle. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation at this time. Full eval will occur upon receipt of the returned product.